Event description:
Glucometer results differed dramatically from blood draw results. At 4:25 am, the individual did not feel well. Glucometer result = 39. Orange juice and sandwich given. At 4:45 am, the glucometer result was 67. At 5:50 am, the glucometer result read 483 so a blood draw was ordered. At 6:oo am, per venous blood draw results, glucose was 143.